Manufacturer narrative:
The complaint is under investigation.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that while trying to perform a quadrant removal on a hard cataract, the surgeon noticed there was no aspiration. Despite efforts to troubleshoot by switching to two different cassette packs, the problem persisted. Unfortunately, this led to a capsular rupture, prompting the surgeon to perform a vitrectomy. The surgeon noted that the nucleus dropped during the procedure, and attempts were made to remove the fragments. Given the possibility that some pieces may have remained in the eye, the decision was made to leave the eye aphakic for the time being. A pars plana vitrectomy will be required later to extract the remaining pieces and to implant an iol. Due to the reported event, additional surgery is required.

Event description:
We have been informed that while trying to perform a quadrant removal on a hard cataract, the surgeon noticed there was no aspiration. Despite efforts to troubleshoot by switching to two different cassette packs, the problem persisted. Unfortunately, this led to a capsular rupture, prompting the surgeon to perform a vitrectomy. The surgeon noted that the nucleus dropped during the procedure, and attempts were made to remove the fragments. Given the possibility that some pieces may have remained in the eye, the decision was made to leave the eye aphakic for the time being. A pars plana vitrectomy will be required later to extract the remaining pieces and to implant an iol. Due to the reported event, additional surgery is required.

Manufacturer narrative:
The logfiles of the complaint are currently under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that while trying to perform a quadrant removal on a hard cataract, the surgeon noticed there was no aspiration. Despite efforts to troubleshoot by switching to two different cassette packs, the problem persisted. Unfortunately, this led to a capsular rupture, prompting the surgeon to perform a vitrectomy. The surgeon noted that the nucleus dropped during the procedure, and attempts were made to remove the fragments. Given the possibility that some pieces may have remained in the eye, the decision was made to leave the eye aphakic for the time being. A pars plana vitrectomy will be required later to extract the remaining pieces and to implant an iol. Due to the reported event, additional surgery is required.

Manufacturer narrative:
In regard to this complaint, log files were provided for review. Review of the log files showed that in the quadrant removal step, the aspiration became active every time the pedal was pressed. Furthermore, the log files did not show any anomalies: no other related error was found. The issue could have been caused by a blocked or kinked aspiration line, blocked hand piece or needle as this can result in lower aspiration pressure at the tip of the instrument. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. Presumably the unit is now working properly and the problem did not occur again.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (eva-no asp-anterior). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that while trying to perform a quadrant removal on a hard cataract, the surgeon noticed there was no aspiration. Despite efforts to troubleshoot by switching to two different cassette packs, the problem persisted. Unfortunately, this led to a capsular rupture, prompting the surgeon to perform a vitrectomy. The surgeon noted that the nucleus dropped during the procedure, and attempts were made to remove the fragments. Given the possibility that some pieces may have remained in the eye, the decision was made to leave the eye aphakic for the time being. A pars plana vitrectomy will be required later to extract the remaining pieces and to implant an iol. Due to the reported event, additional surgery is required.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.